Event description:
It was reported that there was a separation between the female connector (dark blue part) and the main body of a minicap transfer set; further described as ¿dark blue part came off the transfer set¿. This occurred during use of the device for peritoneal dialysis therapy, when the nurse was disconnecting the patient during a training session. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The event occurred on an unspecified date of 2022, further described as "a couple months ago". The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.